Event description:
A report was received that the patient was explanted due to discomfort at the ipg site caused by non-device related weight loss. The device was working properly prior to being explanted. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The ipg passed all visual, electrical and performance tests performed. The ipg exhibits normal device characteristics. Damage to the leads is a result of a typical explant procedure and it is not considered a failure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was explanted due to discomfort at the ipg site caused by non-device related weight loss. The device was working properly prior to being explanted. The patient was reportedly doing well following the procedure.